Event description:
Pt was given what was thought to be 21% oxygen by nasal canula from an air/o2 blender. Pts spo2 dropped when taken off nasal canula. Air/o2 blender found to be delivering 40% o2. Clinical engineering dept. Found air/o2 blenders selection knob not secure and valve stem seized.